Event description:
Electrode tip started smoking and melted and burned plastic type insulation on end of electrode on 2 devices. A 3rd device from a different lot number was opened and used without any adverse effects. Device being used with coagulation setting at "30", cutting setting "o". Company notified. Defective product with one other device with same lot # sent to company. No apparent pt harm per surgeon.